Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulators (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found the unit failed with 23138 error code being triggered. Error code was pointing to mtm_elbow. A review of lighthouse logs, showed unit experienced error codes: 23138 eevt_hall_edge_to_edge_lim and 22032 log_mtm_homing_failure on 2 power cycles. Upon further investigation, unit was placed on standard file transfer protocol (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on check error log after gimbal backdriving with different error 32126 system_info_hw_error (mcer). Continued with rest of fitness tests and passed. Attempted to do sine cycle and unit failed with 32126 error. Reseated the flat flex cable (ffcs) connected to the manipulator controller master base logic (mcmbl) and re-executed tests and unit passed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, the right hand control on one of the surgeon side console (ssc) was disabled with an 23138 error. Customer tried rebooting the system a couple of times, but the error remained. There was no report of patient involvement or there was no report of patient injury.